Event description:
Info received indicates the bed has no power.

Manufacturer narrative:
The tech found the power control module (pcm) was not working. The technician replaced the pcm to repair the bed.